Manufacturer narrative:
This pt presented for elective treatment of a totally occluded lesion in the 3rd obtuse marginal (in a saphenous vein graft, svg) vessel. The type c lesion was diffused and ostial. Intra-procedure medications included heparin 14000u/day and ticlopidine hydrochloride 200mg/day. The lesion was pre-dilated with a 3.0x40mm balloon at 12 atms before deploying a 3.0x23mm cypher stent at 18 atm. Then a 3.0x28mm cypher was deployed at 12 atm, proximal to the initially implanted cypher without a gap, post-dilation was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual diameter stenosis measured 24%. Ivus was conducted. Post-procedure medications included ticlopidine hydrochloride 200mg/day and isosorbide dinitrate 40mg/day. Ten months later, the 8-month follow up angiography was conducted. Total occlusion was observed at the cypher implanted area. However, the pt did not show any symptoms and so percutaneous coronary intervention (pci) was scheduled for two weeks later. However, six days later, the pt was found lying at his home and transported by ambulance to the hosp in cardio-respiratory arrest. Cardiopulmonary resuscitation was conducted but the pt deceased at the same day. A postmortem was not performed. At the time of the pt's death, he was taking isosorbide mononitrate 40mg/day, aspirin 200mg/day, ticlopidine hydrochloride 200mg/day, nicorandil 15mg/day: starting date unk, carvedilol 10mg/day, isosorbide dinitrate 40mg/day, aspirin 200mg/day, ticlopidine hydrochloride 200mg/day. However, the start date for several of the medications, with the exception of the two prescribed post-procedure, are not known. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This is one of two products used in the same procedure that were submitted under the following mfg number 9616099-2007-00268.

Event description:
Ten months after the index procedure, angiography revealed the area treated with the cypher stents was totally occluded. Treatment was planned two weeks later, but within 6 days, the pt went into cardio-respiratory arrest. Cardiopulmonary resuscitation was conducted, but the pt deceased at the same day.